Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 241mg/dl at the time of the incident. No further details was given. The customer was advised a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to faulty connector on mother board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. The insulin pump was received with minor scratched display window and cracked case at display window corners.